Event description:
It was reported that a new ilet user experienced fluctuating blood glucose with episodes of hyperglycemia followed by rapid declines, and the user announced multiple meals within short intervals to correct highs, which led to overcorrection and rollercoaster glucose patterns; no device alerts or alarms were reported, and education on proper use of the correction algorithm and avoiding meal announcements as a correction was provided with additional training arranged. Symptoms included hyperglycemia up to 400 mg/dl and hypoglycemia down to 60 mg/dl, with low glucose lasting less than 30 minutes and treated with glucose tablets; no loss of consciousness, dka, or other acute symptoms were reported. Outcomes included transient impact to daily activities due to out-of-range glucose. Investigation included review of uploaded reports and troubleshooting with user education. Investigation of this case revealed user technique and use-pattern issues related to meal announcements used as corrections. It was concluded that the device functioned as designed and that improper use contributed to the event.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.